Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the dat test at 0.08750 inches. The unit had minor scratched display window, scratched case and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they have been experiencing a lot of high blood glucose. The customer also reported that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 240 mg/dl. Their blood glucose level was not really high but they had a lot of ketones. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined any troubleshooting with the insulin pump. The device was returned for analysis.